Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Fracture surface shows signs of corrosion well across the surface which indicates there was likely a crack in the bend area for some time before ultimate failure. The opposite, still intact, tip has a large crack in it also which would also have failed soon. Incorrect MFR of the tip area is the most likely cause of the initial cracking which ultimately leads to the breakage. A scar has been issued to the original MFR, who is currently working to correct this issue.